Event description:
The customer reported the system displayed an error 154 message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, motherboard, and software were replaced. The system was then found to be operating as intended.